Event description:
It was reported to philips that the system gave an alert that the c-arm movements were partially available. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during clinical use of the system, however customer has not provided the requested information about clinical use. It was reported to philips that system gave an alert that the c-arm movements were partially available. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that some of the stand movements are not available and confirmed the cause of the issue due to geo io box. To resolve the issue, the fse replaced geo io box due to intermittent failure. The defective part was sent for analysis, for geo io box no failure was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.